Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b5, h6. (Investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported issue, however, the unit did have a "power up test fail code #14. After some troubleshooting the fse found the issue to be the drive manifold assembly. The fse replaced the drive manifold assembly ((B)(4)) and performed test. The unit has passed all test and calibrations and is now ready for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) temp was out of range. No patient involvement and no harm reported.

Manufacturer narrative:
Updated fields - b4, d9, e1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the temperature of cardiosave intra-aortic balloon pump (iabp) was out of range during use on patient. There was no injury reported.